Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported display failure. The investigation determined that the reported display failure was due an isolated component failure within the main circuit board (pcb) in the top case assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device touchscreen was unresponsive. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Performance testing of the device could not reproduce the reported issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device touchscreen was unresponsive. There was no patient injury reported as a result of this incident.